Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.arthroplastyjournal.org/article/s0883-5403(13)00912-1/abstract. (B)(4). Concomitant products: catalog #unk, unknown zimmer trilogy trabecular metal acetabular shell, lot # unk. Catalog #unk, unknown zimmer cocr femoral head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a coxalgic gait, pain, and a limited range of motion. Plain anteroposterior radiographs of the pelvis demonstrated eccentric position of the right prosthetic femoral head within the acetabular component. Also noted were several small fragments of metallic debris inferior to the acetabular component. During revision surgery, the rim of the liner was found to be fractured and the liner dislodged. The articulating portion of the liner was not fractured; however, the entire polyethylene rim had sheared off at its base and fragmented into four pieces.

Manufacturer narrative:
The devices were not returned for review, therefore their conditions cannot be described. The dhrs could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. An x-ray confirms eccentric positioning of the femoral head within the acetabular component, indicating likely liner breakage and/or damage. The small metal fragments are also visible in the x-ray, which is likely the locking ring of the acetabular shell. It is stated that the acetabular shell was in 56 degrees of inclination, which is higher than instructed in the surgical technique. During revision, the liner rim was found to be fractured and dislodged, with the femoral head articulating against the shell. It is noted that the small fragments of poly rim exhibited deformation observed during neck-linter impingement. Compatibility of the devices cannot be confirmed. A complaint history review could not be performed with the lack of identifying product information. With the information provided, it is likely that the increased acetabular inclination contributed higher than expected loading forces closer to the edge of the liner, as well as some impingement, which resulted in the liner damage.